Event description:
Customer stated they received a result of 3mg/dl before bedtime so they took a lot of insulin to bring up their blood glucose. The customer stated they took 6 units of insulin r and 30 units of insulin n. The customer stated they woke up and felt like they were low and tried to get up and was unable to do so. A blood glucose test was done and the result was 563mg/dl. Paramedics were called and the customer was taken to the hospital and was monitored. No controls in use. A request was made for the return of the suspect device and replacement product was sent.